Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 300 ml of fluid in the reservoir. Upon receipt, flow was not readily observed at the luer and the reported condition of no flow was confirmed. Furthermore, forced prime was attempted, but flow was still not observed. Microscopic examination of the luer revealed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary. The root cause was determined to be micro-air bubbles inside the lumen of the glass capillary. The filling method used is known to cause this condition. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter - the (B)(4) received a report that a folfusor reportedly had no flow before patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information:initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.this product is not distributed in the us and does not have a 510(k) number.